Event description:
During a hip arthroscopy with labrum repair, it was reported that the tip of drill, approximately 5mm in length, broke off in bone after drilling tunnel through drill guide. Suture anchor was tapped down into hole. Tip breakage was not discovered until roughly 10 mins later while using large c-arm for x-ray. Anchor was in place, resulting in no access to attempt to remove the piece. There was no reported delay, patient injury or surgical complication. This was the only anchor placed for this case. The patient's bone quality was reported to be normal.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided, as the lot numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. (B)(4).